Event description:
It was reported that: pseudoaneurysm was diagnosed clinically post operative day 1 with a pulsatile mass with bruit. A thrombin injection, then recanalized, trialed 24hr compression, still present, patient required emergent pseudoaneurysm surgical repair. Additional information on 09mar2023: the pseudoaneurysm was diagnosed day 1 post a tavi procedure on (B)(6) 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 10.8mm with moderate distal calcification and moderate tortuosity reported.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release, a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound were utilized to gain access. The arteriotomy was 10.8 mm, moderate distal calcification, moderate tortuosity, with a measured depth of 3.0mm + 1mm. Prior to closure, protamine was administered. Twenty-four hours post-closure, a pulsatile mass with bruit (pseudo-aneurysm) was clinically diagnosed. The physician administered a thrombin injection, recanalized the artery and trialed twenty-four-hour compression. However, the pseudo-aneurysm remained, and the patient required emergent surgical intervention. A determination for the root cause of the pseudo-aneurysm requiring surgical intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, no information regarding positioning of manta seen during surgical intervention, if the manta was or was not explanted, and no angiograms or device returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudo-aneurysm does not signify a device failure. The IFU posts warning not to use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to pseudoaneurysm, possibly requiring endovascular intervention.

Event description:
It was reported that: pseudoaneurysm was diagnosed clinically post operative day 1 with a pulsatile mass with bruit. A thrombin injection, then recanalized, trialed 24hr compression, still present, patient required emergent pseudoaneurysm surgical repair. Additional information on 09mar2023: the pseudoaneurysm was diagnosed day 1 post a tavi procedure on (B)(6) 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 10.8mm with moderate distal calcification and moderate tortuosity reported.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release, a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound were utilized to gain access. The arteriotomy was 10.8 mm, moderate distal calcification, moderate tortuosity, with a measured depth of 3.0mm + 1mm. Prior to closure, protamine was administered. Twenty-four hours post-closure, a pulsatile mass with bruit (pseudo-aneurysm) was clinically diagnosed. The physician administered a thrombin injection, recanalized the artery and trialed twenty-four-hour compression. However, the pseudo-aneurysm remained, and the patient required emergent surgical intervention. A determination for the root cause of the pseudo-aneurysm requiring surgical intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, no information regarding positioning of manta seen during surgical intervention, if the manta was or was not explanted, and no angiograms or device returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudo-aneurysm does not signify a device failure. The IFU posts warning not to use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to pseudoaneurysm, possibly requiring endovascular intervention. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release, a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. Micro puncture and ultrasound were utilized to gain access. The arteriotomy was 10.8 mm, moderate distal calcification, moderate tortuosity, with a measured depth of 3.0mm + 1mm. Prior to closure, protamine was administered. Twenty-four hours post-closure, a pulsatile mass with bruit (pseudo-aneurysm) was clinically diagnosed. The physician administered a thrombin injection, recanalized the artery and trialed twenty-four-hour compression. However, the pseudo-aneurysm remained, and the patient required emergent surgical intervention. A determination for the root cause of the pseudo-aneurysm requiring surgical intervention remains inconclusive due to the insufficient amount of information regarding the pseudo-aneurysm, initial and deployment procedures, patient environment and conditions, no information regarding positioning of manta seen during surgical intervention, if the manta was or was not explanted, and no angiograms or device returned for investigative purposes. A pseudo-aneurysm can go undetected and not cause any complication and can occur because of surgery or trauma. The formation of a pseudo-aneurysm does not signify a device failure. The IFU posts warning not to use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to pseudoaneurysm, possibly requiring endovascular intervention. Corrected data: inadvertently updated from serious injury to malfunction. Additional information received stated surgical repair was required after thrombin injection; therefore, section h. Has been corrected to reflect serious injury from malfunction section. B updated to include adverse event

Event description:
It was reported that: pseudoaneurysm was diagnosed clinically post operative day 1 with a pulsatile mass with bruit. A thrombin injection, then recanalized, trialed 24hr compression, still present, patient required emergent pseudoaneurysm surgical repair. Additional information on (B)(6) 2023: the pseudoaneurysm was diagnosed day 1 post a tavi procedure on (B)(6) 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 10.8mm with moderate distal calcification and moderate tortuosity reported.

Event description:
It was reported that: pseudoaneurysm was diagnosed clinically post operative day 1 with a pulsatile mass with bruit. A thrombin injection, then recanalized, trialed 24hr compression, still present, patient required emergent pseudoaneurysm surgical repair. Additional information on 09mar2023: the pseudoaneurysm was diagnosed day 1 post a tavi procedure on (B)(6) 2023, ultrasound and micro puncture were utilized to gain access in the right common femoral artery. Vessel size was 10.8mm with moderate distal calcification and moderate tortuosity reported.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up report will be submitted after investigation.